Event description:
Customer reported that nursing staff was unable to close roller clamp of IV set. No patient harm reported. No other patient or event details available. Set was received for investigation and roller clamp was verified to be broken in 2008. A crack in the roller clamp body caused the roller wheel to come off track when in the closed position, preventing the tubing from being completely clamped off. Root cause of crack could not be identified.